Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. An angiogram was completed and showed left anterior descending (lad) artery and right coronary artery (rca) stenosis. Percutaneous transluminal coronary angioplasty was completed to the lad. The patient's pressures started to drop down into the 30s. The physician cannulated for extracorporeal membrane oxygenation (ECMO) during cardiopulmonary resuscitation (CPR). Total down time at this time was approximately one and half hours. During CPR, the impella cp device was brought down to p-2 performance level. ECMO was started and increased to 5lpm. The impella was kept at p-2. A stent was then placed to lad and two stents were placed to rca. Revascularization was complete. During peel away sheath removal and repositioning sheath placement, the patient had increased bleeding after repositioning sheath was in placed. A large hematoma was noted, and consequently, the impella cp device was explanted. Treatment post impella explant is unknown. Access was obtained to right radial artery. Picture was taken of left groin and showed bleeding. The decision was made to place a stent to control bleeding. The status of the patient after the event was noted as unknown. However, the patient was noted to have survived the explant.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).